Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00034-2. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the items 650-1162 and 110003629. Risk assessment: the root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. For item 650-1162, lot 2016120241: risk management report documents the estimated residual risk associated with the reported event. The reported event states increase pain with movement. In the risk file, pain is considered harm with a severity level of 3 for multiple hazards defined as moderate, which is described in the severity table as: 3: moderate prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. For item 110003626, lot 3409704: risk management report documents the estimated residual risk associated with the reported event. The reported event states increase pain with movement. In the risk file, pain is considered harm with a severity level of 3 for multiple hazards defined as moderate, which is described in the severity table as: 3: moderate prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The reported event states physical therapy was prescribed (medical intervention), therefore the outcome of this complaint is considered to be within the severity of the rmf. In order to calculate the occurrence rate, sales and complaint data have been obtained, and are attached for a period of the last 3 years prior to the notification date, being january 2021. For item 650-1162, lot 2018080547: sales (january 2018 to january 2021) = (B)(4) units. Complaints search was conducted for events occurring between january 2018 to january 2021 for item 650-1162. No further complaints were identified for this item number other than (B)(4). Therefore, the calculated occurrence rate is = 1 in 19,601; occurrence calculation = 2:remote 1:100,000 < p < 1:10,000; rmf estimates = 2:remote 1:100,000 < p < 1:10,000. For item 110003626, lot 3745537: sales (february 2018 to february 2021) = (B)(4) units. Complaints search was conducted for events occurring between january 2018 to january 2021 for item 110003629 no further complaints were identified for this item number other than (B)(4). Therefore, the calculated occurrence rate is 1 in (B)(4). Since the occurrence calculation is based on only 239 item sales, the current occurrence ratings in the risk management file are still relevant and have not been exceeded; as it is not possible to make a meaningful calculation based on 239 item sales. The failure mode will be monitored through zimmer biomet internal complaint and post market surveillance activities with further review of risk conducted through these processes. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the initial right tha was performed on (B)(6) 2018. At the one-year visit, on (B)(6) 2019, the patient experienced occasional noise. At the two-year visit, on (B)(6) 2020, the patient is experiencing an increase in pain with movement and frequent noise. It was also stated by the patient that the noise was getting worse. Subsequently, the patient was prescribed with physical therapy.

Event description:
It was reported that the initial right tha was performed on (B)(6) 2018. At the one-year visit, (B)(6) 2019, the patient experienced occasional noise. At the two-year visit, (B)(6) 2020, the patient is experiencing an increase in pain with movement and frequent noise. It was also stated by the patient that the noise was getting worse. Subsequently, the patient was prescribed with physical therapy.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00034-1. Additional information received: medical record received (under review). Patient age: 58 years old. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the products will not be returned to zimmer biomet for investigation, as they remain implanted. Concomitant medical devices: medical product: delta cer fem hd 32/0mm t1, catalog #: 650-1162, lot #: 2016120241; medical product: g7 pps ltd acet shell 58g, catalog #: 010000666, lot #: 3409704; medical product: echo por fmrl lat nc 14x150mm, catalog #: 192114, lot #: 133930. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00034. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported that the initial right tha was performed on (B)(6) 2018. At the one-year visit, (B)(6) 2019, the patient experienced occasional noise. At the two-year visit, (B)(6) 2020, the patient is experiencing an increase in pain with movement and frequent noise. It was also stated by the patient that the noise was getting worse. Subsequently, the patient was prescribed with physical therapy.